Event description:
Per the physician, the patient was explanted 2009 due to facial nerve stimulation and suspected device migration. During explantation of the device the physician found that the device was fully inserted and had not migrated. Patient was explanted 2009 and the patient was reimplanted with a new device during the same surgery.